Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 7 days after the sensor was inserted in the arm. The patient experienced dizziness, the patient's nurse assisted her and checked her readings. The cgm read 243 mg/dl and the blood glucose read was 439 mg/dl. It is unknown where the patient was at that time, but an ambulance was called by the nurse assistant. The patient got hospitalized due to diabetic ketoacidosis. The patient stated that this also triggered her high blood pressure. The patient received intravenous treatment with insulin, regular insulin treatment with lantus and lispro insulin, morphine for the pain, and reglan for the nausea. Per follow up with the patient on (B)(6) 2023, the patient was discharged on (B)(6) 2023 and at the time of the follow up, it was reported the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.